Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: - initial - 2008. Concomitant product(s): ¿ stainless steel cable/sleeve combo, p/n 350806, l/n 790570; modular head component, p/n 163670, l/n 561090; ring loc acetabular liner, p/n 11-105924, l/n 097620; collarless bi-metric porous stem, p/n x11-180313, l/n 340400; rincloc and quick connect drill bit, p/n 31-323230, l/n 016260; ranawat/burstein acetabular shell, p/n 11-106054, l/n 7751510; ti low profile screw, p/n 106537, l/n 016260. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05179, 0001825034-2017-05180, 0001825034-2017-05181, 0001825034-2017-05183, 0001825034-2017-05184, 0001825034-2017-05185, 0001825034-2017-05182. Still implanted.

Event description:
It was reported that patient had an initial procedure nine years ago and experiencing pain through the right leg. Patient is unaware if the surgery was performed correctly when installing the hip. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. Review of the revision op notes show patient underwent a revision where stem and head were removed and replaced. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products ¿ ti low profile screw p/n 103537 l/n 132610; ringloc acetabular drill bit p/n 31-323230 l/n 016260; cocr modular head p/n 163674 p/n 570550; arcom ringloc liner p/n 11-105924 l/n 097620; bi-metric por neck p/n x11-180313 l/n 340400; ringloc shell p/n 11-106054 l/n 775150. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient was revised one month post imp-plantation. The head and stem were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised one month post imp-plantation due to implant fracture. The head and stem were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: event is not a malfunction.

Event description:
Additional information received reported that patient fractured the proximal femur four days post implantation. Patient was placed on skeletal traction with cables for healing. Approximately 21 days later the head and stem were revised and new cables were put into place. Approximately 30 days post-implantation patient experienced gastrointestinal complications and was placed on medication. Patient also received a blood transfusion due to low hemoglobin and hematocrit levels. Attempts to obtain additional information have been made; however, no more is available.